Event description:
It was reported that during a breast biopsy while attempting to deploy the tissue marker the plunger was very hard to push forward and the applicator was bent. It was also noted that the plastic part of the insertion sleeve appeared "melted" and when the plunger was pushed forward the applicator bent and fell apart. There was no patient consequence reported. The cases were completed using another marker. The tissue markers were sent back for analysis.